Manufacturer narrative:
We are awaiting the return of the device for investigation and upon completion of the investigation a follow up report will be submitted.

Event description:
During renal angiogram and stenting procedure, stent was introduced through a 6fr guide catheter rather than a 6fr sheath. The stent dislodged inside the guide catheter. Once the physician noticed the stent was removed, an 8fr sheath was used with a new stent without any issue.